Event description:
Pulmonetic systems, inc received the following report from a representative. Unit is giving constant disc/sense, alarm (that cannot be cleared) and not giving volume. Not on a patient at the time of event.